Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, site powered off the system and cycled the breakers and emergency power off (epo) on the patient side cart (psc), system powered back on with error 31221 and the logs pointed to the universal power distributor (upd) on the psc. Logs also had 1154 and 1152 power errors on the upd. Site powered off and did a second epo with no change at startup. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal power distributor (upd), power supplies and cardcage to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The upd was analyzed and on artemis, errors 316 and 31221 were found to indicate the failure occurred in the field. Visual inspection, no issue was found related to the reported event. The upd was installed in the golden system, the board voltage was checked, and everything was operating within range and programed successfully. The golden system was set to run 10 power cycles and sitting idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The power supply under RMA 304159080110 was analyzed and in remote fe report error 316 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden patient side cart (psc) system but no power after the installed suspect part this power was dead no further investigation. The power supply under RMA 304159080120 was analyzed and in remote fe report error 316 was found indicating the fault confirming the fault occurred in the field. Visual inspection, no issues were found that are related to the report issue. The unit was installed onto the golden patient side cart (psc) system but no power after the installed suspect part this power was dead no further investigation. The cardcage was analyzed and in artemis, error 31221 was found indicating the fault, confirming the failure occurred in the field. During visual inspection, the filter was found dirty. The cardcage was installed onto the golden system where the both universal motion controller (umc) 1 and umc 2 nodes were not present on the laptop apps. Upon system power up error 31221 occurred. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause can be attributed to component failures due to electrical and/or fiber optical defects on the power supplies and on the umc 1 and umc 2 of the cardcage. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).